Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to the failure of the fan due to aging deterioration by long-term use because more than fifteen years had passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the fan. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the fan of the subject device was broken. The user completed the procedure with the subject device and the procedure was not delayed more than 15 minutes. There was no report of patient injury associated with the event.